Manufacturer narrative:
Although the lot# was reported as 995, this number does not match any lot number manufactured for the subject device reported. Therefore, a review of the device history record could not be performed because the lot number was not reported. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, hemorrhage is a known risk associated with endovascular procedures and is noted as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported that a cardiogenic occlusion at p-com p1 was treated with mechanical thrombectomy with the subject device and another of the same device and angioplasty. A CT scan shortly after the operation showed a subarachnoid hemorrhage confined to the cisterna interpeduncularis. Anticoagulant therapy was withheld. The patient recovered and was discharged a month after the procedure.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that a cardiogenic occlusion at p-com p1 was treated with mechanical thrombectomy with the subject device and another of the same device and angioplasty. A CT scan shortly after the operation showed a subarachnoid hemorrhage confined to the cisterna interpeduncularis. Anticoagulant therapy was withheld. The patient recovered and was discharged a month after the procedure.